Event description:
Disabled from bayer's product essure permanent birth control coils. Permanent nervous system dysfunction caused by excessive inflammation. Diagnosed with postural orthostatic tachycardia syndrome. This product has completely ruined my life. I've lost my family and health two years ago. My symptoms are excessive tachycardia and irregular beats upon standing. Blood pools, shortness of breath, dizziness, fainting, unable to stand for any length of time, anxiety, depression, chronic fatigue, nausea, migraines, gastrointestinal issues, removal of uterus and tubes, weight pain, joint pain, severe chest pain.